Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint e-0 error: invalid hematocrit. The e-0 error occurred as soon as the blood sample was absorbed. The error occurred with multiple test strips. At the time of the call the customer reported symptoms of nausea, blurry vision and feeling tired. The customer did not need medical attention at the time of the call. During the call on (B)(6) 2018, a blood test was performed by the customer non-fasting and produced test result of 333 mg/dl using truemetrix air meter. The customer's expected blood glucose test result range was not disclosed. The product is storage was undisclosed. The test strip lot manufacturer's expiration date is 06/15/2019 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history.